Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient with shortness of breath presented to the ER after receiving inappropriate therapy due to atrial fibrillation with rvr. The patient was placed under telemetry monitoring and medicated for the atrial fibrillation. No further information is available.